Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/13/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 6/25/2018. Acknowledgements 1, 2, and 3 could not be located. The reported problem (skin condition/comfort) was confirmed. The patient reported skin irritation described as a skin rash under the garment. There is no indication of medical intervention. There is no indication of bleeding, open wounds or a sustained injury. Follow-up indicated that the irritation had improved.